Manufacturer narrative:
Upon completion of the investigation into this event a follow up report will be submitted.

Event description:
It was reported that cardiosave hybrid type b plug (iabp) had fiber optic issue. No harm was reported. Field service engineer performed troubleshooting on unit, verified fiber optic test passed, performed functional and safety testing per manufacturer recommendations. All test passed on unit, staff was notified that unit error cannot be duplicated.